Manufacturer narrative:
The device has not yet been received by the MFR, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during a lumbar spine procedure, the bur broke and fell into the surgical site. The bur fragment was immediately retrieved by the surgeon with forceps; no fragments remain in the pt. The procedure was completed with backup equipment. There was no pt or user injury reported, no delay in procedure, and no adverse consequences alleged. No add'l treatment or medical intervention was required for the pt, due to the incident.